Event description:
The user facility reported that fluid from their dsd edge endoscope reprocessing system leaked onto the floor. No report of injury.

Manufacturer narrative:
A steris service technician arrived onsite to inspect the unit and learned prior to the reported event the unit had been pulled away from the wall by facility personnel to service the water filters. This caused the drain hose for the unit to come out of the facility drain resulting in the reported leak. User facility personnel routed the drain hose back into the drain and began using the unit with no further leaks. While onsite, the technician inspected the unit, confirmed it to be operating according to specifications, and returned it to service. No additional issues have been reported.